Event description:
It was reported that the screwdriver shaft was broken during screw insertion. The blade was twisted and damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The additional evaluation revealed that the cruciform blade of the screw driver is partially broken off. The device shows marks of inadequate use. There are visible marks of a forceps on screw drivers body. The holding chuck of the screw driver is deformed which points to the fact that the device was suppose to mechanical overloading. We suppose that the five year old device got damaged during a mechanical overloading situation. No product fault could be detected. The device is not repairable anymore.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information manufacturing documents were reviewed and no complaint related issues were found.